Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating stuck button on the insulin pump. The customer's blood glucose was unknown. The customer stated that the middle button is pressed in and not popping back out. The customer stated that the stuck button was pressed for more than 3 minutes. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The device was received with minor scratched display window and case.